Event description:
As reported by the Clinical Specialist, during a transfemoral transcatheter aortic valve replacement procedure the valve was positioned correctly within the annulus. The patient was paced and the balloon inflated without complication. Prior to the balloon being deflated the pacer was turned off early, resulting in the 26mm Sapien 3 Ultra Resilia valve embolizing aortic. The plan was made to prep a new valve as patient had become hypotensive. During prep the patient stabilized and the team paused. The plan was made to try to expand the valve and place it in the ascending aorta however they were unable to expand it enough to secure it. The decision was made to transfer the patient to the OR for surgical aortic valve replacement.

Manufacturer narrative:
D4 Device UDI: (b)(4). Investigation is ongoing.